Event description:
Information received indicates an acticon device was implanted, details were not provided. On (B)(6)2006, the cuff was revised. On (B)(6)2006, the cuff was removed and replaced due to "eyelet cuff rupture."